Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively it was noted that the trunnion was worn and cracked, and that it went through the liner and gouged the shell. The patient's entire hip was revised. Rep provided explant pictures and an x-ray, and confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the head from the stem. Intra-operatively it was noted that the trunnion was worn and cracked, and that it went through the liner and gouged the shell. The patient's entire hip was revised. Rep provided explant pictures and an x-ray, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown accolade plus tmzf hip stem #3 was reported. The event was confirmed via medical review and visual inspection of photographs of the device. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted accolade plus tmzf hip stem #3 with significant trunnion wear. The observed damage on the stem is consistent with the loss of taper lock between the head and the stem. Material analysis: not performed as the device was not returned. Dimensional inspection: not performed as the device was not returned. Functional inspection: not performed as the device was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: ¿undated/unlabeled x-ray: ap pelvis. Left hip with head-neck dissociation. Trunnion with marked wear. Debris or ho inferiorly. Confirmation: the revision surgery cannot be confirmed without additional medical records. An undated/unlabeled ap pelvis x-ray showed head-trunnion dissociation and severe wear of the trunnion. Root cause: the root cause was likely an lfit-tmzf problem. The lot numbers and/or explant would need to be examined for confirmation.¿ -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.